Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath. Manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. According to the physician, the puncture angle of the sheath may have had something to do with, however the details are unknown. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included a hemostasis sheath and carrier tube assembly, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the forward lock position. The suture, tamper tube, and collagen were found to have been deployed. The collagen was found to have been covered in blood. The anchor was not returned with the returned sample. No damage or issue to the device was identified. Functional testing was cannot be performed due to the condition of returned device. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been the required compressive sealing force not being achieved and proper IFU instructions not being followed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).